Event description:
A medtronic rep reported that while in a cranial procedure, the radiographic does not continue when they show comparison mode in navigate. As radiographic view is set, it reverts to normal views when they use comparison mode. The surgeon completed the procedure with the use of the stealthstation s7 system. No impact on the pt's outcome was reported.

Manufacturer narrative:
Pt info not available from site at this time. Device serial number is unk at time of this report. The device manufacture date is dependent on serial number and not available at this time. No files have been received by the MFR for eval. Software has not been evaluated as of the date of this report.